Event description:
No additional information.

Manufacturer narrative:
The customer returned a video of the texium leaking at the connection site to a needle. The report of leakage was confirmed by the video. The issue was unable to be replicated for this complaint without a physical sample. A device history record review could not be performed because the lot number is unknown.

Event description:
Material #:24301-0007t, batch#: unknown. It was reported by customer that the leakage at the texium piece of an alaris tubing set. Verbatim: rcc received a complaint via email. Customer reported leakage at the texium piece of an alaris tubing set: 24601-b007t & 24301-0007t. Stated the nurse are complaining that the chemo leaked on a patient and they've had multiple issues. Product#: 24301-0007t& 24601-0007t.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.